Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned device consisted of a sterling balloon catheter. The balloon was folded loosely. The distal tip, balloon, markerbands, inner and outer shaft were microscopically inspected. Inspection revealed damage (perforation) to the inner shaft at 41mm from the tip of the device, with outer shaft damage (perforations) at 75mm and 79 mm from the tip. Microscopic inspection found the remainder of the device free of damage. The guide wire used in the procedure was not returned for analysis, so a kinetix guide wire was used for functional testing. The guide wire was loaded and advanced through the tip of the device. The wire advance for 41 mm and the exited through a perforation in the inner shaft. When the wire was advanced further, the wire exited through the outer shaft at 79mm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-july-2016. It was reported that difficulty tracking over wire occurred. The target lesion was located in the superficial femoral artery (sfa). A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for the dilation. However, it was noted that the guide wire could not pass through the guide wire lumen of the balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a shaft hole/perforation.